Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter with an unidentified .014¿ guidewire. The shaft and balloon were microscopically examined. The guidewire was in the lumen with 78cm coming out of the hub and 65cm coming out of the tip. The inner shaft was buckled 55cm from the tip. The guidewire was unable to be removed from the catheter due to the buckled shaft. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right leg below the knee. After a guide wire crossed the lesion, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, the device got stuck on the wire and had to be pulled out together with the wire. A new guide wire was advanced and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.